Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that shortly after implant, the device was interrogated, and the atrial lead exhibited high impedances. The pocket was reopened, and it was determined that the lead was not fully inserted into the header. The lead was removed and reinserted. Upon retesting the lead, the lead impedances were found to be within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that shortly after implant, the device was interrogated, and the atrial lead exhibited high impedances. The pocket was reopened, and it was determined that the lead was not fully inserted into the header. The lead was removed and reinserted. Upon retesting the lead, the lead impedances were found to be within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.